Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.